Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance, high thresholds and loss of capture. The lead was not implanted.